Event description:
It was reported that the patient received inappropriate high voltage therapy for the supraventricular tachycardia. The implantable cardioverter defibrillator was reprogrammed successfully. No patient's symptom was reported.